Event description:
It was reported that the patient had passed away. An online obituary search revealed the date of the patient¿s death. The device history records of the implanted generator and lead were reviewed by the manufacturer, and it was found that all quality tests passed prior to distribution. No additional pertinent information has been received to date.